Manufacturer narrative:
The customer reported that the display on the central nurse's station (cns) went blank. Power-cycling the cns resolved the issue.

Event description:
The customer reported that the display on the central nurse's station (cns) went blank.